Event description:
It was reported that the device was implanted in 2006. Approx 2cm from the cuff, outside of the tunnel, the catheter was defective, it leaked. The catheter had to be removed.

Manufacturer narrative:
The complaint of a leak was confirmed and appears to be user related. The d/l tubing was split in two locations, which allowed the arterial lumen to leak. Impressions were found around the d/l tubing, which indicates that something had been placed around the catheter. One of the splits was located at the impressions. The device had been used since november 2006. The exact mechanism of damage is unknown, but it appears that the holes were caused by the user. No mfg defects were noted on the complaint sample.